Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their lead. Reprogramming was unable to resolve this issue. No further intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.